Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed. The device was not returned for benchtop investigation. According to the clinical information provided, patient had ischemia with no flow around the impella sheath and external fem-fem bypass resolved ischemia. The cause of the limb ischemia issue was most likely patient condition related with fem-fem bypass done to resolve ischemia.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old female was implanted with an impella cp device for mechanical circulatory support after an aortic valve replacement. During support, the patient had no flow around the impella sheath. An external fem-fem was placed and support continued.